Manufacturer narrative:
Further investigation is being conducted and the information will be included in the final report.

Event description:
The patient presented with a long occlusion (23cm) within the left superficial femoral artery which was treated with a gore® viabahn® endoprosthesis on an unknown date in (B)(6) 2016. On (B)(6) 2016, the patient presented with an occlusion of the implanted gore® viabahn® endoprosthesis which was treated with an urokinase treatment. On (B)(6) 2016, the patient presented again with an occlusion of the medical device where a thrombectomy was performed. It was reported to gore that on the same day the viabahn device occluded again and it remains unknown how this occlusion was treated. On (B)(6) 2016, a femoro-crural-, arteria tibialis anterior bypass procedure was performed with a ptfe graft where the manufacturer remains unknown (not a gore device).

Manufacturer narrative:
(B)(4). The device remains implanted, so no engineering investigation could be performed. Without additional information it is impossible to further investigate this event.

Event description:
The patient presented with a long occlusion (23 cm) within the left superficial femoral artery which was treated with two gore viabahn endoprostheses on (B)(6) 2016. On (B)(6) 2016, the patient presented with an occlusion of the implanted gore viabahn endoprostheses which was treated with an urokinase treatment. On (B)(6) 2016, the patient presented again with an occlusion of the medical devices where a thrombectomy was performed. It was reported to gore that on the same day the viabahn devices occluded again and it remains unknown how this occlusion was treated. On (B)(6) 2016, a femoro-crural-, arteria tibialis anterior bypass procedure was performed with a ptfe graft where the manufacturer remains unknown (not a gore device).